Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range right ventricular shock impedance measurement. Technical services (ts) provided this was the first out of range alert received. Ts suggested reprogramming recommendations. This ICD remains in service. No adverse patient effects were reported.